Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt sustained a serious injury. The pt did not seek medical attention. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4), 09/2014 - initial use. Electrode belt (B)(4), 07/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation with rapid ventricular response at 160 bpm contributed to the false detection. The pt was at home at the time of the event. The pt was conscious at the time of the event. The pt reports that he was not sure how to work the device. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt did not seek medical attention.